Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A low high voltage impedance and possible output circuit damage were reported. The lead was capped.